Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, wife reported since patient can not speak that pump malfunctioned and was not giving insulin. Patient's glucose level was 900 mg/dl and was admitted in hospital on (B)(6) 2024. He was treated with mdi. Patient also had coronary event and triple bypass surgery. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.